Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent during a procedure. There were no difficulties noted when removing the protective sheath or the packaging stylette. The device was inspected before use with no abnormalities. Negative prep was performed with no issues noted. The balloon was not inflated during negative prep. It was reported that the stent would not deploy in the patient due to the hole in the balloon. The stent delivery system was removed from the patient and an attempt was made to deploy the stent outside of the body when fluid was found dripping from the balloon showing the hole in the balloon system. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: an attempt was made to use one onyx frontier coronary drug eluting stent during a procedure to treat a calcified, mildly tortuous lesion with 80% stenosis. The lesion was pre-dilated. Some resistance was noted while advancing the device to the lesion, but no excessive force was used. The issue occurred on the first inflation. One inflation was performed prior to the issue occurred. The device was not moved or repositioned in the lesion while inflated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. The device returned with multiple severe kinks evident to the hypotube. No deformation was e vident to the stent. Blood was visible in the balloon. The proximal balloon pillow was disturbed with evidence of partial inflation. An attempt was made to pressurize the device however it was not possible to pressurize, most likely due to the kinks on the hypotub e. While the exact leak site could not be identified, the reported leak is confirmed from the blood in the balloon and partial inflation. Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion being treated was also moderately calcified and was located in the left anterior descending (lad). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.